Event description:
Customer called to report clotting observed in the collect line and return line. Customer stated she has tried to flush the line but she has not been able to remove the clots. Clinical services specialist recommended customer abort this procedure and does no return blood/products to the patient. Customer agreed to do so. Customer stated there were multiple collect/return pressure alarms during the procedure. Customer stated there is also some clotting in the access as well. Customer stated patient is stable. Anticoagulant used is heparin. Ratio of 10:1; platelet count - 180,000; hct 34.6%; 1500 ml whole blood processed; single needle mode. No product was returned for investigation.

Manufacturer narrative:
A batch record review of lot d301 was performed and there were no nonconformances related to this complaint. This lot met release requirements. Trends were reviewed for complaint categories, clot observed, alarm #16: collect pressure, and alarm #17: return pressure. No trends were observed. A CAPA was initiated for complaint categories, alarm #16 and alarm #17 and is now closed. No CAPA was initiated for clot observed. This assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. Kit unique identifier (UDI) #: (B)(4). Meddra codes: lt-device malfunction - (B)(4). (B)(4).